Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the testosterone medication leaked from the texium connector between the green and white binding pieces during administration to a patient. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the testosterone medication cracked and leaked from the texium connector between the green and white binding pieces during administration to a patient. There was no report of patient harm.